Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer guided the customer to use the keys to recover the phantom error, after which the customer successfully completed recovery and validated functionality by testing all doors, and no further investigation was required. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 failed and was not available in the recover failed storage space option. The station was rebooted three times, including one reboot after unplugging, but the issue did not resolve. Door 3 remained grayed out with a storage space failed message, and nurses were unable to access medications stored in that door. However, there were no delays or adverse events or injuries reported based on this event.